Event description:
Procedure type: urogynecological. According to the reporter: it was reported by the pt attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrent stress urinary incontinence, placement of an unknown retropubic sling, revision/excision of both slings with placement of retropubic sling, foreign body giant cell reaction and granulation tissue on pathology, vaginal discharge and apical mesh erosion with presumed excision of mesh. Per additional information received, the patient has experienced additional surgical interventions.

Manufacturer narrative:
(B)(4).